Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the proximal insulation damaged as a result of friction to the pulse generator can. The reported noise problem could occur if the exposed metal of the proximal coil came in contact with the device can. Coil continuity was confirmed.

Event description:
It was reported that the lead exhibited artifacts on the electrogram. The lead was explanted and replaced. An insulation defect was noted at explant.